Event description:
It was reported that during a right lap nephrectomy procedure, there was no tissue pad on the inactive blade. New instrument used to complete case. There was no reported pt consequence.